Event description:
On (B)(6) 2026, a customer reported an incident involving a selenia dimensions mammography system. The customer stated that, during a patient procedure the c-arm performed a sudden, uncommanded rotational movement of 1.2 degrees. No error messages were generated. After the movement the customer did a restart of the system. Afterwards, the system worked fine. No injuries to either patient or user were reported. Hologic technical service team has advised the customer to not use the system until the inspection by the hologic field service engineer has been performed. The hologic field service engineer (fse) check the vertical travel assembly bolts, performed tomosynthesis motion calibration, and fixed the cover for more stability. The fse reported that the system is working according to manufacturer specifications no further information is available at this time.